Event description:
Please note: this report pertains to the fourth of four devices that were used during the same procedure. Refer to manufacturer reports # 6000048-2006-00426, 3005099803-2008-2607 and 3005099803-2008-2608 for a description of the first and second and third device. On july 28, 2006, it was reported to boston scientific corporation, that a therapeutic hemostasis procedure using resolution clipping devices occurred. According to the complainant, four resolution clipping devices failed during the procedure. The first device failed to deploy, then on the next three separate attempts, the physician opened and closed the device to grasp the tissue and each clip prematurely detached into the patient. The procedure was successfully completed using a fifth resolution clipping device. There were no complications and the patient's condition was reported as "good."

Manufacturer narrative:
Upon investigation, it was noticed that the clip assembly was not deployed and located inside the over sheath approximately 0.5" from the distal end. Investigation of the clip assembly revealed that the clips were locked in the capsule. The yoke was separated from the tension breaker. The control wire ball was separated per design. The clip assembly remained locked onto the bushing. After the clip assembly was removed investigation revealed that the yoke was tight fitting in the bushing. The bushing and yoke were found to be in specification. There was a kink in the coil. As evident by the kink in the coil, the end user may have exceeded the design limits of the device during use. Based on the directions for use (dfu), if the catheter or over-sheath kinks or becomes damaged during device insertion or passage, "do not use it."